Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator (ins) seemed to be at eol (end of life) earlier than expected. The ins was used 24 hours/day. The ins was replaced. There was reported to be no patient injury and the patient was "ok" following the replacement.